Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/30/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot up or charge because the device will not power on. Functional testing and data download could not be performed because the device will not power on. Cut open case, inspect hw: fail, hw inspection reveals dead battery of 1.4v, will not charge to a higher value, replacing battery fixes problem. The reported event that the receiver ceased to function was confirmed due to dead receiver battery. A root cause could not be determined.